Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause for the events could not be determined. However, it is likely that front panel button switch does not work due to failure of the high intensity detection part. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source high brightness button sometimes could not be pressed. The issue occurred during an unspecified therapeutic procedure. The procedure was completed with continued use of the device. There was no delay and no reports of patient harm.